Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during surgery, the system stops cutting after about seven seconds with the footswitch depressed in 2500 cpm 3-d. The footswitch was depressed to position 1 at all times and the pulse pressure at pneumatic port stopped by itself. Same result was experienced at 1500 cpm setting. Additional information was received from the scrub technician, who reported the procedure was a vitrectomy with epimacular proliferation adn internal limiting membrane, left eye. Each time the unit stopped, the doctor would depresses pedal then press it down again to complete the case. There was no harm to the patient.